Event description:
A technician reported that one loading arm of a forceps can rotate and come out of place in the device which was attributed to scratching a lens that was implanted. The lens was immediately removed and replaced during the same procedure. There was no harm to the patient.

Manufacturer narrative:
A sample was not received for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. Various causes are possible for this kind of potential damage. No injuries have been reported or are expected related to this issue. (B)(4).